Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump piston was not working properly. Customer stated that some occasions it had been in the middle and does not deliver the insulin reservoir and tubing process. Customer stated that insulin continues to drip after motor stops during the fill tubing process. Customer stated that they was unable to exit the load reservoir process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.